Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 38, 24 and 21 mg/dl. The customer¿s expected fasting blood glucose test result range is 102-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/11/2024 and test strips were opened 1-2 weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 38 mg/dl date: (B)(6) time: 1:22 pm fasting. Result 2: 24 mg/dl date: (B)(6) time: 2:20 pm fasting. Result 3: 21 mg/dl date: (B)(6) time: 12:15 pm fasting. Result 4: 124 mg/dl date: (B)(6) time: 12:21 pm fasting. Result 5: 104 mg/dl date: (B)(6) time: 1:58 pm fasting.

Manufacturer narrative:
Sections with additional information as of (B)(6) 2024: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: low blood results. Root cause: rc-072: vial left open for an extended period of time.